Manufacturer narrative:
A ge service representative performed an onsite investigation. The following power connections were evaluated and reseated: p9/p10 of switches, p1/p2 of the power signal interface pcb, p4 and p9 of the generator backplane pcb and the generator interface pcb. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.